Event description:
It was reported the customer received 20 motor error alarms. The customer's blood glucose was over 300 mg/dl. The customer stated they have corrected their blood glucose with the insulin pump. The customer stated they did not expose their insulin pump to a strong magnetic field. The customer also could not recall any significant events leading to the alarm. The customer stated they were able to rewind the insulin pump, but a motor error alarm occurred during a bolus. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)